Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4) for the reported event of current failure. The device was disposed and will not be returned; therefore, a technical analysis could not be performed. If any further relevant information is identified or the device is returned, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensation medium oval snare was used. According to the complainant, the snare failed to deliver current. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a sensation medium oval snare was used. According to the complainant, the snare failed to deliver current. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event.